Event description:
It was reported that this lead exhibited a performance issue; however, the specific issue was not reported. The lead was explanted and replaced. The lead is expected to be returned for analysis. No additional adverse patient effects were reported. Subsequently, the lead was returned for analysis.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field h11: additional MFR narrative. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination of the lead identified surface-level cracking of the insulation that would not have impacted the functionality of the lead. Additionally, insulation damage that was likely incurred during the explant procedure, was noted. Finally, the conductor coils were noted to be deformed in the areas 160 and 190 millimeters (mm) from the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to an observed product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was defective. The physician did not state why they thought the lead was defective. The lead was explanted and replaced. The lead is expected to be returned for analysis. No additional adverse patient effects were reported. Subsequently, the lead was returned for analysis.

Event description:
It was reported that this lead was defective. The physician did not state why they thought the lead was defective. The lead was explanted and replaced. The lead is expected to be returned for analysis. No additional adverse patient effects were reported.